Manufacturer narrative:
Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient dislocated in late 2008. Patient was and revised the next day. Upon exposing the acetabulum, surgeon saw fracture of the ceramic liner along with significant discoloration of the alumina head component as well as wear of the titanium sleeve encasing the ceramic liner.